Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The machine was not removed from service and has not experienced a reoccurrence of the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed as streaks within the dialyzer. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient discontinued treatment after the blood leak occurred. The machine was not removed from service and has not experienced a reoccurrence of the reported issue.